Event description:
A (B)(6) male patient contacted zoll customer support to report that there was a problem with his battery pack. The patient was issued a replacement battery pack.

Manufacturer narrative:
Device evaluation summary: device evaluation of battery pack sn (B)(4) is currently underway. The reported problem (problem with battery) has been confirmed. As received, the battery would not charge. Although the battery did power up a monitor, the monitor read 'battery may be defective'. A root cause analysis is currently underway. A supplemental report will be sent upon completion of evaluation. No adverse event resulted from the defective battery pack. The patient received a replacement battery pack.